Event description:
It was reported that pump experienced malfunction alarm while customer was away from home and attempting to power pump using vehicle power source, after which pump would not turn back on and displayed malfunction code. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support with instructions to reset pump and was advised to attempt reset at home and call back if same malfunction code reoccurred.